Manufacturer narrative:
(B)(6). (B)(4). Device is not approved for sale in us but a similar device with catalog number: 848-011 and 510k number (B)(4) is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation thereforecause of event cannot be determined.

Event description:
It was reported that patient underwent "growing rod" procedure to treat congenital scoliosis with spinal system on (B)(6) 2015. Only one side was fixed by the system with placing 3 hooks on cranial and 2 on caudal. On an unknown date post-op, the rod was found to be broken. Revision was performed on (B)(6) 2015.rods were found broken at th11-12.hooks were used at lower level because lower rod was broken.rods were connected with domino.broken rod was disposed in the hospital.as per doctor, high activity of the patient caused the breakage.